Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 13 on the homechoice machine (hc). The home patient(hp) stated all bags are connected. The technical service representative (tsr) assisted the home patient(hp) to cycle power off and on. System error 2367 alarm occurred. The tsr assisted the hp to cycle power off and on again to clear the alarm. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The home patient (hp) was contacted on (B)(6) 2012. The hp stated that after starting over with new supplies therapy went well. The hp stated he did not notice anything unusual about the supplies. Per the customer the sample was discarded and a lot number was not provided, therefore no evaluation or batch review could be performed. Therapy has been going well since. There was patient involvement but no injury or medical intervention was reported. This report for a system error 2240 was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.